Event description:
It was reported that a small volume folfusor had a large proportion of the solution remaining in the device. The issue occurred during patient infusion via peripherally inserted central catheter (PICC). It was noted that less than 10% had been infused as a new device was weighed (the new device weighed 135g, compared to the affected device, being 127g). The device contained 2632mg fluorouracil in sodium chloride 0.9% having a total volume of 84ml. A non-baxter valve was attached between the PICC line and the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11. H4: device manufacture date - the lot was manufactured between november 29-30, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was fluid inside the device¿s bladder which suggested a possible no flow issue had occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.